Event description:
It was reported that during right ventricular (rv) lead implant procedure, an attempt was made to pass the lead through the bending portion of upper superior vena cava (svc), and the lead tip touched an unidentified area. The sheath stylet position was adjusted/pulled, and rv lead was inserted was into the vessel. It was reported that the rv lead tip bent into a ¿u¿ shape. The rv lead was inserted and removed several times; the lead tip touched an unidentified area and again bent into a u shape. The rv lead was boldly pulled, and resistance was felt in the coil. The rv lead was removed from the sheath. The rv lead appeared to have a slight difference in the distal site of coil that appeared to extend the coil with damage noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the exposed right ventricular (rv) defibrillation coil became extrinsically distorted due to kinking/buckling, and the exposed rv defibrillation coil became extrinsically distorted due to pulling/stre tching/overstress. The stylet insertion test result was passed. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.